Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received blank display due to corroded electronic assembly. Insulin pump had corroded motor, vibrator motor and battery tube assembly. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, missing end cap sticker and cracked battery tube threads.

Event description:
Customer reported she went into a waterfall and the insulin pump does not turn on. Customer can see moisture bubbles in the screen. Customer's blood glucose level was 250 mg/dl, customer treated with back up plan. Customer was advised to discontinue use of the device and revert to back up plan.